Event description:
The event occurred on an unspecified date and involved an unspecified plum pump set, where it was stated the intravenous (IV) set is leaking. There was unknown patient involvement and unknown human harm or adverse event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.